Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Explantation is not planned. This is a combined initial and final report.

Event description:
The user's hearing performance with the device is affected. In situ testing shows affected channels. The user does not want to have another surgery. The device remains implanted.